Event description:
Laser test fired and passed test before pt brought into or. Intra op, laser beam not firing consistently when set on "continuous" watts setting. No harm done to pt by laser. Evaluated by biomed.